Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a CABG procedure. Reportedly, the suture broke. The surgeon applied another product. No patient injury was reported.